Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) of the right periprosthetic femur fracture. During the procedure, the surgeon had difficulty using the pistol gripped tensioning device to attain the required tension of the cable to help the fixation of the femur. The tensioner would start to tighten but then jammed and prevented further tightening of the cable. The surgeon then tried to reset and re-tension the cable several times without success. A different pistol gripped tensioner was used but the sliding mechanism would jam when tried to reset and would not release all the way. The second cable system was opened and used the pistol gripped tensioning device off that set with no problems at all. The tensioner worked perfectly. A curved broad plate with four (4) cables and cortex screws was used for the construction/fixation. There were no reported fragments generated from the device. Damaged devices were removed without additional intervention or difficulty. No other medical intervention was required. There was a surgical delay of approximately three (3) minutes. The procedure was successfully completed without further incident. Concomitant device: cable (part/lot unknown, quantity unknown). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during investigation of the returned devices, it was noted that a piece of an unknown broken cable was stuck inside one of the cable tensioners.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part # 03.221.015 , synthes lot # p251798 , supplier lot # p251798 , release to warehouse date: 09dec2016 and 09mar2017 . Supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation the customer reported the device was not working. The repair technician reported the issue could not be replicated, but was forwarded to the vendor for further evaluation. The cause of the issue is unknown. The device was sent to the vendor for repair on 11-jul-2018. The vendor reported the tensioner required lubrication. The vendor repaired the device per the vendor work instructions. Lube/oil/clean is the reason for repair. The item passed synthes final inspection on 14-aug-2018 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in docusphere document management system. The evaluation was confirmed. Per the cable tensioner with pistol grip technique guide, all springs, ratchets and levers of the cable tensioner are required to be lubricated with autoclavable oil after cleaning. The complaint device passed the synthes initial inspection with no issues found. The complaint device was also tested and inspected by the supplier and passed the supplier test criteria, with lubrication being the only service performed. Thus, the cause of the complaint condition is likely due to improper maintenance and not a device defect. The device was deemed serviceable and returned to the customer. No design or manufacturing issues were identified; therefore, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.